Manufacturer narrative:
H6 - the lot history was reviewed. H6 - the review of the mfg and testing records verified that the lot met all pre-release specifications.

Event description:
The graft was placed as an axillo-femoral bypass. Six days postoperatively, the pt fell. A massive hematoma developed on the right thoracic side close to the axillary anastomosis. Exploratory surgery revealed that the graft reportedly disrupted just proximal to the beginning of the ring section. The graft-to-axillary anastomosis was reportedly intact. The disrupted graft was removed. Another 8 mm thin walled fep ringed gore-tex vascular graft with removable rings was placed.